Event description:
Customer reported on a device sent to relative. Customer ran out of strips made for device. At 6 am device = 37 mg/dl. Based on the reading, customer went to the clinic and was treated with 2 vials of g-50. Blood glucose reading after treatment = 130 mg/dl. Two hours later blood glucose = 90 mg/dl and 80 mg/dl. Customer reported at 4 pm, device = 37 mg/dl. Based on the reading customer went to hosp. Hosp treated customer with 50 cc of dextrose and admitted for observation. No controls were in use. The roche affiliate was contacted to ensure customer has correct device and strips.